Event description:
Patient had existing dialysis catheter, patient was having an off circuit exchange on aquadex machine when initiating flow on the new machine air was noted in the blue withdraw line. Aquadex stopped, line clamped, reprimed with new circuit. When initiating the second time air was being pulled into the new aquadex circuit. Rn clamped and stopped aquadex and flushed withdraw port and flushed saline and noted saline leaking from blue port. FDA safety report ID# (B)(4).